Event description:
It was reported that the pump contained more volume than expected; specific amounts were not provided. No alarms sounded and no alarms were noted in the event logs. The pt experienced increased baseline pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Further f/u was not possible.